Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2008 the patient was admitted with following pre-operative diagnosis : cervical radiculopathy due to a herniated nucleus pulposus at c4-5, c5-6 and c6-7 insterspaces. Per note, the patient underwent following procedures: anterior cervical microdiskectomy , c4-5, c5-6, c6-7 with excision of herniated nucleus pulposus/posterior osteophyte. ; acif c4-7 with hsr implant , vertebral body autograft and bmp. Placement of anterior cervical plate fixation. Per op notes, after identifying the correct location , incision was made. The longus colli muscles were dissected straddling at c4-c7 vertebral bodies. Attention was first directed to c6-7 level. The endplates were removed. The osteophyte was thinned down using high speed drill. Then attention was directed to c5-6 level and similar activity was carried out. At c4-5, discectomy was performed in usual manner. There was evidence of disk herniation. The annulus was totally removed. After being confirmed that all the nerve root sleeves and central canal of the three levels are decompressed, interspaces were prepared for grafting by removing the cortical endplates and saving the bone for grafting material. Implant was then filled with autograft and bmp placed into prepared interspaces. Anterior fixation was accomplished using anterior fixation plate. Six variable screws were placed - 02 each in vertebral body of c4 , c6, c7 . C5 vertebral body was skipped as the holes in plate do not match with vertebral body. Lateral radiograph was obtained to confirm the positioning of implants. (B)(6) 2008, the patient presented for cervical radiculopathy.